Event description:
It was reported that during procedure and after using the fiber 2 times, the laser broke the fiber and damaged the blast shield. The treatment was completed with another of the same device. There were no patient complications reported.